Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (400 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer noticed that the luer lock was loose.